Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's revision at age (B)(6). In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. Noted is "age (B)(6) - revision 2" a custom stem with screw appears to have been revised. Update 29/may/2020 wg: stryker patient-specific team provided ordering information for the new custom stem. In a proposal letter dated (B)(6) 2009, it is noted "the patient currently has a 200mm growing prosthesis distal femur with a 11 x 65mm mrs stem. A revision is needed since the prosthesis has loosened..."

Manufacturer narrative:
Reported event: an event regarding a loosening involving an unknown distal femoral component was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, "no complete clinical or pmh, no subsequent revision operative reports, no laboratory or pathology reports, no examination of explanted components. While the labelled serial x-rays confirm all the event descriptions, insufficient information is presented to create a medical report relating to all 4 pis in this complicated case of salvage, oncologic surgery." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient was revised due to loosening. The available medical records were provided to the consulting clinician for a review which was rejected stating that no complete clinical or pmh, no subsequent revision operative reports, no laboratory or pathology reports, no examination of explanted components. While the labelled serial x-rays confirm all the event descriptions, insufficient information is presented to create a medical report relating to all 4 pis in this complicated case of salvage, oncologic surgery. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available.

Event description:
This pi is for the patient's revision at age 11. In providing information for a stanmore patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. Noted is "age 11 - revision 2" a custom stem with screw appears to have been revised. Update 29/may/2020 wg: stryker patient-specific team provided ordering information for the new custom stem. In a proposal letter dated (B)(6) 2009, it is noted "the patient currently has a 200mm growing prosthesis distal femur with a 11 x 65mm mrs stem. A revision is needed since the prosthesis has loosened..."